Manufacturer narrative:
Speedlock sleeve is not known to have contributed to the alleged event of distal locking matter and thus is regarded as concomitant product.

Event description:
It is reported by the nurse of the hospital, that the surgeon got problems with the locking during the procedure.

Event description:
It is reported by the nurse of the hospital, that the surgeon got problems with the locking during the procedure.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.